Event description:
Reporter alleged blood glucose monitoring device results were 242 and 28 mg/dl in back to back testing so paramedics were called. It was reported customer self treated with dietary adjustment while waiting for paramedics to arrive. Reporter stated paramedic's test was 130 mg/dl and their retest was 60 mg/dl and then treated her with tube glucose. Reporter indicated no controls were used and a request was made for the return of the suspect device and replacement product was sent.